Event description:
It was reported that the device display intermittently blackened and it could not be powered off without battery removal during use. The issue was reported to occur during separate patient monitoring events. The reported problem is an indicative of a lock up failure occurrence. There was no report of any adverse effects reported due to device use. There were no additional details on the events and/or the patients provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.